Manufacturer narrative:
Patient information: (B)(6) is (B)(6) female and (B)(6) is (B)(6) female. Use error may have contributed to the customer's falsely elevated result since multiple retests of the sample gave the expected result indicating a possible sample integrity/handling issue. The customer's instrument logs were reviewed for the samples tested in (B)(6) 2017. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. A review of ticket trending data for the architect stat troponin-I assay was performed. The review did not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. A ticket review was completed for the likely cause lot number 44996un17; the review concluded increased complaint activity was observed for the issue under review. In addition, a device history record review was performed on lot 44996un17, which did not show any potential non-conformances, deviations, or non-conformances. Accuracy testing was also performed to evaluate the performance of reagent lot 44996un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No product deficiency was identified.

Event description:
The account generated false positive architect stat troponin-I on 2 patient samples. ID (B)(6) generated architect stat troponin-I positive (0.051 ng/ml) but repeated architect stat troponin-I negative and istat method negative. The positive lab result report was corrected to negative. ID (B)(6) generated architect stat troponin-I positive (0.235 ng/ml) but repeated negative. The positive architect stat troponin-I result was not reported outside of the lab. The account uses a troponin cutoff of <0.034 ng/ml. No impact to patient management was reported.